Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform the occlusion test due to prime anomaly. The pump passed the displacement, rewind, basic occlusion, occlusion and no delivery test. There was no motor error alarm noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, scratched lcd window. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm and high blood glucose level. The blood glucose at the time of the incident was 89 mg/dl. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer states they are able to complete the rewind. The customer did not troubleshoot for the high blood glucose level. The device will be returned for analysis.